Event description:
The following was reported to hamiton medical ag: during machine self inspection, it shows that the calibration of the flow sensor failed and the airtightness test failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).